Event description:
Patient was revised to address pain.

Event description:
Additional information: litigation papers allege the patient suffered pain, grinding of the hip joint, clicking, popping, difficulty walking, physical limitations, an inability to engage in her usual social and recreational activities, elevated cobalt and chromium levels in her blood, and permanent disability and disfigurement.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.